Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl. Symptoms reported include hyperglycemia, passing out, mild heart attack (myocardial infarction) and also was reported that the hyperglycemia impacted her kidneys. The patient was treated with IV (intravenous) fluid, an insulin drip and oxygen. The patient was released four days later. The pod was not worn when seeking medical attention. The patient reporting having a communication alarm that required her to remove the pod. Patient reported this was her last pod, therefore she started giving herself injections of rapid acting insulin until her replacement arrived the next day. The patient reported her replacement did not arrive as expected leading to hospitalization.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.